Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited no image on the monitor screen. The issue occurred at preparation for use prior to an unspecified diagnostic procedure. The procedure was completed using a similar device. There was no patient involvement.

Event description:
It was reported that the subject device exhibited no image on the monitor screen. The issue occurred at preparation for use prior to an unspecified diagnostic procedure. The procedure was completed using a similar device. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: a2 (dob, age in units,) a4, a5, a6, b5, b6, b7, d9, e1 (title), h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is traced to component failure. Olympus will continue to monitor field performance for this device.